Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable causes of the observed corrosion to be damage or deterioration/degradation of parts due to repetitive and or external factors. The most probable cause of this issue is traced to component failure - expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope exhibited corrosion of the bending section internal parts. There was no patient involvement and no harm reported as a result of the event.